Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery pack would not charge properly. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery does not charge properly) has been confirmed. Upon investigation the battery was non-functional in a test charger and test monitor. The cause for the non-functional battery was a defective communication chip bq2040. The root cause for the defective chip was unable to be positively determined. No adverse event resulted from the defective battery chip. The patient received a replacement battery pack.